Event description:
It was reported that the pt had her device implanted in the united states and that her device was initially managed here. The pt stated that her pump went dry while not being able to be refilled for a year and a half after she had moved to (B) (6). She stated that the pump was left" open and running and on alarm." She was recently refilled and is now "passing out." She stated that she had "neurological problems" that started once the pump was refilled again. The pt's status was stated as being fair. She had planned to have the pump removed. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).